Event description:
A physician reported a patient adverse event to bioform medical. The patient had been injected with 1 syringe of radiesse in 2004 in the nl folds, glabella and mental crease. The patient had a touch-up injected the following month. The patient used two nasal sprays for cold/allergy symptoms in the middle of november, 2006. One week after using the nasal sprays, the patient noticed hardened lumps in the areas that had been injected with radiesse. The physician prescribed celebrex for possible inflammatory reaction.

Manufacturer narrative:
During a follow-up with the patient, it was reported that the lumps had not resolved after 3 weeks. A review of the device history records for the reported lot number (c1203349) found nothing that would cause or contribute to the reported issue. The clinical studies in support of PMA applications, sponsored by bioform medical, indicates there have been no adverse patient events similar in nature to this issue for the duration of the study.